Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device has been received for analysis; no product investigation can be performed. The issue documented in the complaint regarding the stent being impeded in the microcatheter cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an embolization of a left vertebral artery v3 segment aneurysm, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9924772) was impeded in a competitor¿s microcatheter hub and could not be pushed into the microcatheter. The doctor tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged by about 15 minutes. No patient injury was reported. Additional event information received on (B)(6) 2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 15 minutes procedural delay did not result in a patient adverse consequence. One photo is attached to the complaint file. The image captures the detached stent inside the catheter hub partially inserted. No other damage was observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9924772. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.